Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source air supply was intermittent. The issue occurred during preparation for an unknown, unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Based on the information obtained during the investigation and inspection did not confirm any evidence of an interruption in the power supply, so no probable cause could be reached. Olympus will continue to monitor field performance for this device.